Event description:
The customer reported a vent inop condition (pressure regulation high) occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. No patient involvement reported.